Manufacturer narrative:
While using a 6f-7f mynxgrip vascular closure device (vcd), the balloon exploded. Therefore, the device was removed, and manual compression was performed. There was no reported patient injury. The device was returned for evaluation. A non-sterile mynxgrip vascular closure device 6f-7f was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. The sealant and the advancer tube remained in the manufacturing position. The procedural sheath was not returned with the device. Per functional analysis, leak testing was performed on the balloon of the returned device and revealed a leak in the balloon. Per microscopic analysis, visual inspection under high magnification revealed a radial tear approximately 5.5 mm from the balloon proximal neck. A product history record (phr) review of lot f2106001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during the analysis of the returned devices. The cause of the balloon loss of pressure was a taper-to-taper tear in the balloon. The exact cause of the reported event could not be conclusively be determined. Based on the information reported it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it instructs users to inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. The IFU also instruct the user to confirm via femoral arteriogram or venogram that there is no evidence of significant peripheral vascular disease in the vicinity of the puncture. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with this lot#f2106001 presented no issues during the manufacturing process that can be related to the reported complaint. However, it will be submitted within 30 days upon receipt.

Event description:
While using a 6f-7f mynxgrip vascular closure device (vcd), the balloon exploded. Therefore, the device was removed, and manual compression was performed. There was no reported patient injury. The device will be returned for evaluation.